Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent left knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. It is noted that patient initially did well postoperatively. The day before his 8 week postop visit he sustained a twisting injury and reported lateral pain, instability, catching primarily on the lateral side of his left knee. He was prescribed a medrol dose pack from which he had significant relief for approximately one week. During follow-up visit on (B)(6) 2019, patient presents with reported instability and ongoing symptoms. Patient reports he has fallen several times secondary to the instability in his knee with pain on the lateral side. Infectious labs were drawn and came back negative. Radiographs were taken and show the medial prostheses are in good position without loosening. On (B)(6) 2022, patient presented with ongoing pain and weakness. Patient reports discomfort with kneeling, squatting, stairs, increased walking and standing. Due to failure of uka, patient underwent revision of left knee on (B)(6) 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.